Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pain/ pelvic pain / pain"), loss of consciousness ("black out spells") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 686081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida ((B)(6) 2006 and (B)(6) 2009), miscarriage (on (B)(6) 2008 a miscarriage at 8 weeks in 2008. Only with 2nd pregnancy which endedin miscarriage on (B)(6) 2008) in 2008, c-section (c-section x2 in 2006 and 2009 respectively the patient had a cesarean delivery at 41 weeks gestation in 2006. And third pregnancy, which resulted in a cesarean delivery in 2009 at term.) And nasal operation in 2006. She was never smoker. Does not drink or use street drugs. Previously administered products included for c diff infection: antibiotics; for an unreported indication: prenatal vitamins in 2009. Concurrent conditions included parity 2 ((B)(6) 2006 and (B)(6) 2009), anxiety, uterine haemorrhage, drug allergy (codeine phosphate allergy), specific allergy (drug), nausea, vomiting and swelling nos. Family history included asthma, diabetes and hypertension. Concomitant products included norethisterone (ortho micronor-28) since 2009 for birth control as well as bupivacaine (marcaine) and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("periods were heavy and had big clots/ heavy abnormal menstruation /abnormal bleeding"), dyspareunia ("painful intercourse/ pain during intercourse /dyspareunia (painful sexual intercourse)"), loss of consciousness (seriousness criterion medically significant), asthenia ("lost of energy"), fatigue ("feeling very tired /fatigue"), gastrointestinal disorder ("gastrointestinal problems / gastrointestinal or digestive system condition") with diarrhoea, hot flush ("hot flashes"), nausea ("nausea"), dizziness ("dizziness"), mood altered ("mood changes"), weight increased ("weight gain"), memory impairment ("forgetfulness"), dermal cyst ("sebaceous cyst"), dyspnoea ("shortness of breath"), chest discomfort ("tightness in chest"), carpal tunnel syndrome ("carpal tunnel syndrome") with arthralgia, synovitis and synovial cyst, coital bleeding ("bleeding after sex"), abdominal distension ("severe bloating /bloated all the time"), pelvic congestion ("pelvic congestion syndrome"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition"), asthma ("asthma") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (bilateral salpingectomy due to complications from the essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, abdominal distension and abdominal pain lower had resolved and the dyspareunia, loss of consciousness, asthenia, fatigue, gastrointestinal disorder, hot flush, nausea, dizziness, mood altered, weight increased, memory impairment, dermal cyst, dyspnoea, chest discomfort, carpal tunnel syndrome, coital bleeding, pelvic congestion, dysmenorrhoea, allergy to metals, vaginal discharge, genital haemorrhage, reproductive tract disorder and asthma outcome was unknown. The reporter provided no causality assessment for abdominal distension, asthenia, carpal tunnel syndrome, chest discomfort, coital bleeding, dermal cyst, dizziness, dyspnoea, fatigue, gastrointestinal disorder, hot flush, loss of consciousness, memory impairment, mood altered, nausea and weight increased with essure. The reporter considered abdominal pain lower, allergy to metals, asthma, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic congestion, pelvic pain, reproductive tract disorder and vaginal discharge to be related to essure. No further causality assessment were provided for the product. The reporter commented: in between (B)(6) 2010 to (B)(6) 2010, the patient took ortho-micro nor 0.35 mg for birth control, and removed because of essure device implanted. Laparoscopically, physician may need to perform a corneal resection or hysteroscopic removal if the coils do not easily retract from the fallopian tubes and uterine cornea. The opposite tubal ostium was treated in a similar fashion with 3 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Electromyogram - on an unknown date: carpal tunnel syndrome hysterosalpingogram - in (B)(6) 2010: device was successfully occluded unspecified date - emg / ncv combo neuro: carpal tunnel syndrome essure confirmation tests on dated (B)(6) 2010, type of test (hystero w/cath & saline) and result was total bilateral occlusion. She has had normal pap smears, her last in (B)(6) 2013.hystero w/cath & saline. Diagnosis ; potential for injury related to patient positioning procedure : hysterectomy total abdominal robotic (none). A urine pregnancy test was negative. On (B)(6) 2013, surgical pathology report, final pathological diagnosis fallopian tubes, bilateral, resection three portions of fallopian tube with no significant. Histopathologic abnormality complete cross sections identified in each portion gross description: received is a single container labeled with the patient's name and medical record number. It contains three pieces of tissue, the largest consists of a fallopian tube with fimbdated end measuring 4.2 cm in length and 0.3 cm in diameter. The shorter portions itleasure 3.2 x and 2.1 cm in length. One of these shows a fimbriated end . No focal lesions are seen. One representative section of each is submitted in three cassettes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, nausea, dysmenorrhoea, dyspareunia, allergy to metals, pelvic pain, nausea and asthma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pain/ pelvic pain / pain"), loss of consciousness ("black out spells") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 686081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida ((B)(6) 2006 and (B)(6) 2009), miscarriage (on (B)(6) 2008 a miscarriage at 8 weeks in 2008. Only with 2nd pregnancy which endedin miscarriage on (B)(6) 2008) in 2008, c-section (c-section x2 in 2006 and 2009 respectively. The patient had a cesarean delivery at 41 weeks gestation in 2006. And third pregnancy, which resulted in a cesarean delivery in 2009 at term.) And nasal operation in 2006. She was never smoker. Does not drink or use street drugs. Unspecified date - emg / ncv combo neuro: carpal tunnel syndrome. She has had normal pap smears, her last in (B)(6) 2013.hystero w/cath & saline. Diagnosis ; potential for injury related to patient positioning procedure : hysterectomy total abdominal robotic (none). A urine pregnancy test was negative. Histopathologic abnormality:complete cross sections identified in each portion gross description: received is a single container labeled with the patient's name and medical record number. It contains three pieces of tissue, the largest consists of a fallopian tube with fimbdated end measuring 4.2 cm in length and 0.3 cm in diameter. The shorter portions itleasure 3.2 x and 2.1 cm in length. One of these shows a fimbriated end . No focal lesions are seen. One representative section of each is submitted in three cassettes. Previously administered products included for c diff infection: antibiotics; for an unreported indication: prenatal vitamins. Concurrent conditions included parity 2 ((B)(6) 2006 and (B)(6) 2009), anxiety, uterine haemorrhage, drug allergy (codeine phosphate allergy), specific allergy (drug), nausea, vomiting and swelling nos. Family history included asthma, diabetes and hypertension. Concomitant products included norethisterone (ortho micronor-28) since 2009 for birth control as well as bupivacaine (marcaine) and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("periods were heavy and had big clots/ heavy abnormal menstruation /abnormal bleeding"), dyspareunia ("painful intercourse/ pain during intercourse /dyspareunia (painful sexual intercourse)"), fatigue ("feeling very tired /fatigue"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced loss of consciousness (seriousness criterion medically significant), asthenia ("lost of energy"), gastrointestinal disorder ("gastrointestinal problems / gastrointestinal or digestive system condition") with diarrhoea, hot flush ("hot flashes"), dizziness ("dizziness"), mood altered ("mood changes"), memory impairment ("forgetfulness"), dermal cyst ("sebaceous cyst"), dyspnoea ("shortness of breath"), chest discomfort ("tightness in chest"), carpal tunnel syndrome ("carpal tunnel syndrome") with arthralgia, synovitis and synovial cyst, coital bleeding ("bleeding after sex"), abdominal distension ("severe bloating /bloated all the time"), pelvic congestion ("pelvic congestion syndrome"), allergy to metals ("nickel allergy"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition"), asthma ("asthma") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (bilateral salpingectomy due to complications from the essure) and . Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, abdominal distension, dysmenorrhoea and abdominal pain lower had resolved and the dyspareunia, loss of consciousness, asthenia, fatigue, gastrointestinal disorder, hot flush, nausea, dizziness, mood altered, weight increased, memory impairment, dermal cyst, dyspnoea, chest discomfort, carpal tunnel syndrome, coital bleeding, pelvic congestion, allergy to metals, vaginal discharge, genital haemorrhage, reproductive tract disorder, asthma, depression, anxiety and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal distension, asthenia, carpal tunnel syndrome, chest discomfort, coital bleeding, dermal cyst, dizziness, dyspnoea, fatigue, gastrointestinal disorder, hot flush, loss of consciousness, memory impairment, mood altered, nausea and weight increased with essure. The reporter considered abdominal pain lower, allergy to metals, anxiety, asthma, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic congestion, pelvic pain, reproductive tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in between (B)(6) 2010 to (B)(6) 2010, the patient took ortho-micro nor 0.35 mg for birth control, and removed because of essure device implanted. Laparoscopically, physician may need to perform a corneal resection or hysteroscopic removal if the coils do not easily retract from the fallopian tubes and uterine cornea. The opposite tubal ostium was treated in a similar fashion with 3 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Electromyogram - on an unknown date: results: carpal tunnel syndrome. Hysterosalpingogram - in (B)(6) 2010: results: device was successfully occluded; on 17-(B)(6) 2010: total bilateral occlusion.. Pathology test - on (B)(6) 2013: final pathological diagnosis fallopian tubes, bilateral, resection three portions of fallopian tube with no significant. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, nausea, dysmenorrhoea, dyspareunia, allergy to metals, pelvic pain, nausea and asthma. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-nov-2018: plaintiff fact sheet received. Event added: depression, mental anguish, abnormal bleeding(vaginal). Event outcome was updated for the event: dysmenorrhea (cramping). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pelvic pain/ pelvic pain / pain') and loss of consciousness ('black out spells') in an adult female patient who had essure (batch no. 686081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage (on (B)(6) 2008 a miscarriage at 8 weeks in 2008. Only with 2nd pregnancy which endedin miscarriage on (B)(6) 2008) in 2008, nasal operation in 2006, multigravida ((B)(6) 2006 and (B)(6) 2009), c-section (c-section x2 in 2006 and 2009 respectively. The patient had a cesarean delivery at 41 weeks gestation in 2006. And third pregnancy, which resulted in a cesarean delivery in 2009 at term.), pelvic pain female, spotting between menses, metrorrhagia, menses painful, microcytic anemia, iron deficiency, uterine bleeding, allergic rhinitis, kidney stone, viral hepatitis, back pain, pregnancy test negative and pelvic adhesions. She was never smoker. Does not drink or use street drugs. Unspecified date - emg / ncv combo neuro: carpal tunnel syndrome. She has had normal pap smears, her last in (B)(6) 2013.hystero w/cath & saline diagnosis ; potential for injury related to patient positioning procedure : hysterectomy total abdominal robotic (none). A urine pregnancy test was negative. Histopathologic abnormality: complete cross sections identified in each portion gross description: received is a single container labeled with the patient's name and medical record number. It contains three pieces of tissue, the largest consists of a fallopian tube with fimbdated end measuring 4.2 cm in length and 0.3 cm in diameter. The shorter portions itleasure 3.2 x and 2.1 cm in length. One of these shows a fimbriated end . No focal lesions are seen. One representative section of each is submitted in three cassettes. Previously administered products included for c diff infection: antibiotics; for an unreported indication: prenatal vitamins, fluticasone propionate and loratadine. Concurrent conditions included parity 2 ((B)(6) 2006 and (B)(6) 2009), anxiety, uterine haemorrhage, drug allergy (codeine phosphate allergy), specific allergy (drug), nausea, vomiting and swelling nos. Family history included asthma, diabetes and hypertension. Concomitant products included norethisterone (ortho micronor-28) since 2009 for birth control as well as ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("periods were heavy and had big clots/ heavy abnormal menstruation /abnormal bleeding"), dyspareunia ("painful intercourse/ pain during intercourse /dyspareunia (painful sexual intercourse)"), fatigue ("feeling very tired /fatigue"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), genital haemorrhage ("abnormal bleeding (general)"), depression ("depression"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced loss of consciousness (seriousness criterion medically significant), asthenia ("lost of energy"), gastrointestinal disorder ("gastrointestinal problems / gastrointestinal or digestive system condition") with diarrhoea, hot flush ("hot flashes"), dizziness ("dizziness"), mood altered ("mood changes"), memory impairment ("forgetfulness"), dermal cyst ("sebaceous cyst"), dyspnoea ("shortness of breath"), chest discomfort ("tightness in chest"), carpal tunnel syndrome ("carpal tunnel syndrome") with arthralgia, synovitis and synovial cyst, coital bleeding ("bleeding after sex"), abdominal distension ("severe bloating /bloated all the time"), pelvic congestion ("pelvic congestion syndrome"), allergy to metals ("nickel allergy"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition"), asthma ("asthma") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (bilateral salpingectomy due to complications from the essure) and . Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, abdominal distension, dysmenorrhoea, genital haemorrhage, abdominal pain lower and vaginal haemorrhage had resolved and the dyspareunia, loss of consciousness, asthenia, fatigue, gastrointestinal disorder, hot flush, nausea, dizziness, mood altered, weight increased, memory impairment, dermal cyst, dyspnoea, chest discomfort, carpal tunnel syndrome, coital bleeding, pelvic congestion, allergy to metals, vaginal discharge, reproductive tract disorder, asthma, depression and anxiety outcome was unknown. The reporter provided no causality assessment for abdominal distension, asthenia, carpal tunnel syndrome, chest discomfort, coital bleeding, dermal cyst, dizziness, dyspnoea, fatigue, gastrointestinal disorder, hot flush, loss of consciousness, memory impairment, mood altered, nausea and weight increased with essure. The reporter considered abdominal pain lower, allergy to metals, anxiety, asthma, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic congestion, pelvic pain, reproductive tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in between mar-2010 to jul-2010, the patient took ortho-micro nor 0.35 mg for birth control, and removed because of essure device implanted. Laparoscopically, physician may need to perform a corneal resection or hysteroscopic removal if the coils do not easily retract from the fallopian tubes and uterine cornea. The opposite tubal ostium was treated in a similar fashion with 3 trailing coils on the right side. 4 trailing coils on the left side. She received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Electromyogram - on an unknown date: results: carpal tunnel syndrome. Hysterosalpingogram - in (B)(6) 2010: results: device was successfully occluded; on (B)(6) 2010: total bilateral occlusion.. Pathology test - on (B)(6) 2013: final pathological diagnosis. Fallopian tubes, bilateral, resection. Three portions of fallopian tube with no significant. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, nausea, dysmenorrhoea, dyspareunia, allergy to metals, pelvic pain, nausea and asthma. Lot number: 686081, manufacturing date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: medical history, reporter information were added. Rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pain/ pelvic pain / pain"), loss of consciousness ("black out spells") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 686081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida ((B)(6) 2006 and (B)(6) 2009), miscarriage (on (B)(6) 2008, a miscarriage at 8 weeks in 2008. Only with 2nd pregnancy which endedin miscarriage on (B)(6) 2008) in 2008, c-section (c-section x2 in 2006 and 2009 respectively the patient had a cesarean delivery at 41 weeks gestation in 2006. And third pregnancy, which resulted in a cesarean delivery in 2009 at term.) And nasal operation in 2006. She was never smoker. Does not drink or use street drugs. Previously administered products included for c diff infection: antibiotics; for an unreported indication: prenatal vitamins in 2009. Concurrent conditions included parity 2 ((B)(6) 2006 and (B)(6) 2009), anxiety, uterine haemorrhage, drug allergy (codeine phosphate allergy), specific allergy (drug), nausea, vomiting and swelling nos. Family history included asthma, diabetes and hypertension. Concomitant products included norethisterone (ortho micronor-28) since 2009 for birth control as well as bupivacaine (marcaine) and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("periods were heavy and had big clots/ heavy abnormal menstruation"), dyspareunia ("painful intercourse/ pain during intercourse /dyspareunia (painful sexual intercourse)"), loss of consciousness (seriousness criterion medically significant), asthenia ("lost of energy"), fatigue ("feeling very tired /fatigue"), gastrointestinal disorder ("gastrointestinal problems / gastrointestinal or digestive system condition- type:") with diarrhoea, hot flush ("hot flashes"), nausea ("nausea"), dizziness ("dizziness"), mood altered ("mood changes"), weight increased ("weight gain"), memory impairment ("forgetfulness"), dermal cyst ("sebaceous cyst"), dyspnoea ("shortness of breath"), chest discomfort ("tightness in chest"), carpal tunnel syndrome ("carpal tunnel syndrome") with arthralgia, synovitis and synovial cyst, coital bleeding ("bleeding after sex"), abdominal distension ("severe bloating /bloated all the time"), pelvic congestion ("pelvic congestion syndrome"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition:"), asthma ("asthma") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (bilateral salpingectomy due to complications from the essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, abdominal distension and abdominal pain lower had resolved and the dyspareunia, loss of consciousness, asthenia, fatigue, gastrointestinal disorder, hot flush, nausea, dizziness, mood altered, weight increased, memory impairment, dermal cyst, dyspnoea, chest discomfort, carpal tunnel syndrome, coital bleeding, pelvic congestion, dysmenorrhoea, allergy to metals, vaginal discharge, genital haemorrhage, reproductive tract disorder and asthma outcome was unknown. The reporter provided no causality assessment for abdominal distension, asthenia, carpal tunnel syndrome, chest discomfort, coital bleeding, dermal cyst, dizziness, dyspnoea, fatigue, gastrointestinal disorder, hot flush, loss of consciousness, memory impairment, mood altered, nausea and weight increased with essure. The reporter considered abdominal pain lower, allergy to metals, asthma, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic congestion, pelvic pain, reproductive tract disorder, and vaginal discharge to be related to essure. The reporter commented: in between (B)(6) 2010 to (B)(6) 2010, the patient took ortho-micro nor 0.35 mg for birth control, and removed because of essure device implanted. Laparoscopically, physician may need to perform a corneal resection or hysteroscopic removal if the coils do not easily retract from the fallopian tubes and uterine cornea. The opposite tubal ostium was treated in a similar fashion with 3 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Electromyogram - on an unknown date: carpal tunnel syndrome hysterosalpingogram - in (B)(6) 2010: device was successfully occluded unspecified date - emg / ncv combo neuro: carpal tunnel syndrome essure confirmation tests on dated (B)(6) 2010, type of test (hystero w/cath & saline) and result was total bilateral occlusion. She has had normal pap smears, her last in (B)(6) 2013.hystero w/cath & saline. Diagnosis ; potential for injury related to patient positioning procedure : hysterectomy total abdominal robotic (none). A urine pregnancy test was negative. On (B)(6) 2013, surgical pathology report, final pathological diagnosis fallopian tubes, bilateral, resection three portions of fallopian tube with no significant. Histopathologic abnormality complete cross sections identified in each portion. Gross description: received is a single container labeled with the patient's name and medical record number. It contains three pieces of tissue, the largest consists of a fallopian tube with fimbdated end measuring 4.2 cm in length and 0.3 cm in diameter. The shorter portions itleasure 3.2 x and 2.1 cm in length. One of these shows a fimbriated end . No focal lesions are seen. One representative section of each is submitted in three cassettes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, nausea, dysmenorrhoea, dyspareunia, allergy to metals, pelvic pain, nausea and asthma. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr received. Reporters were added. Lot number was provided. Patient¿s details, historical condition, historical drug, concomitant disease, concomitant drugs, family history, unstructured relevant tests and negative history were added. Pelvic congestion syndrome, dysmenorrhea (cramping), nickel allergy, vaginal discharge, abnormal bleeding (general), reproductive system disorder or condition type of disorder or condition:, asthma and lower abdomen pain were added as events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pelvic pain/ pelvic pain / pain') and loss of consciousness ('black out spells') in an adult female patient who had essure (batch no. 686081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage (on (B)(6) 2008 a miscarriage at 8 weeks in 2008. Only with 2nd pregnancy which endedin miscarriage on (B)(6) 2008) in 2008, nasal operation in 2006, multigravida ((B)(6) 2006 and (B)(6) 2009) and c-section (c-section x2 in 2006 and 2009 respectively the patient had a cesarean delivery at 41 weeks gestation in 2006. And third pregnancy, which resulted in a cesarean delivery in 2009 at term.). She was never smoker. Does not drink or use street drugs. Unspecified date - emg / ncv combo neuro: carpal tunnel syndrome. She has had normal pap smears, her last in (B)(6) 2013. Hystero w/cath & saline diagnosis ; potential for injury related to patient positioning procedure : hysterectomy total abdominal robotic (none). A urine pregnancy test was negative. Histopathologic abnormality: complete cross sections identified in each portion. Gross description: received is a single container labeled with the patient's name and medical record number. It contains three pieces of tissue, the largest consists of a fallopian tube with fimbdated end measuring 4.2 cm in length and 0.3 cm in diameter. The shorter portions itleasure 3.2 x and 2.1 cm in length. One of these shows a fimbriated end . No focal lesions are seen. One representative section of each is submitted in three cassettes. Previously administered products included for c diff infection: antibiotics; for an unreported indication: prenatal vitamins. Concurrent conditions included parity 2 ((B)(6) 2006 and (B)(6) 2009), anxiety, uterine haemorrhage, drug allergy (codeine phosphate allergy), specific allergy (drug), nausea, vomiting and swelling nos. Family history included asthma, diabetes and hypertension. Concomitant products included norethisterone (ortho micronor-28) since 2009 for birth control as well as ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("periods were heavy and had big clots/ heavy abnormal menstruation /abnormal bleeding"), dyspareunia ("painful intercourse/ pain during intercourse /dyspareunia (painful sexual intercourse)"), fatigue ("feeling very tired /fatigue"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), genital haemorrhage ("abnormal bleeding (general)"), depression ("depression"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced loss of consciousness (seriousness criterion medically significant), asthenia ("lost of energy"), gastrointestinal disorder ("gastrointestinal problems / gastrointestinal or digestive system condition") with diarrhoea, hot flush ("hot flashes"), dizziness ("dizziness"), mood altered ("mood changes"), memory impairment ("forgetfulness"), dermal cyst ("sebaceous cyst"), dyspnoea ("shortness of breath"), chest discomfort ("tightness in chest"), carpal tunnel syndrome ("carpal tunnel syndrome") with arthralgia, synovitis and synovial cyst, coital bleeding ("bleeding after sex"), abdominal distension ("severe bloating /bloated all the time"), pelvic congestion ("pelvic congestion syndrome"), allergy to metals ("nickel allergy"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition"), asthma ("asthma") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (bilateral salpingectomy due to complications from the essure) and . Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, abdominal distension, dysmenorrhoea, genital haemorrhage, abdominal pain lower and vaginal haemorrhage had resolved and the dyspareunia, loss of consciousness, asthenia, fatigue, gastrointestinal disorder, hot flush, nausea, dizziness, mood altered, weight increased, memory impairment, dermal cyst, dyspnoea, chest discomfort, carpal tunnel syndrome, coital bleeding, pelvic congestion, allergy to metals, vaginal discharge, reproductive tract disorder, asthma, depression and anxiety outcome was unknown. The reporter provided no causality assessment for abdominal distension, asthenia, carpal tunnel syndrome, chest discomfort, coital bleeding, dermal cyst, dizziness, dyspnoea, fatigue, gastrointestinal disorder, hot flush, loss of consciousness, memory impairment, mood altered, nausea and weight increased with essure. The reporter considered abdominal pain lower, allergy to metals, anxiety, asthma, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic congestion, pelvic pain, reproductive tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: in between (B)(6) 2010, the patient took ortho-micro nor 0.35 mg for birth control, and removed because of essure device implanted. Laparoscopically, physician may need to perform a corneal resection or hysteroscopic removal if the coils do not easily retract from the fallopian tubes and uterine cornea. The opposite tubal ostium was treated in a similar fashion with 3 trailing coils on the right side. She received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Electromyogram - on an unknown date: results: carpal tunnel syndrome. Hysterosalpingogram - in (B)(6) 2010: results: device was successfully occluded; on (B)(6) 2010: total bilateral occlusion.. Pathology test - on (B)(6) 2013: final pathological diagnosis fallopian tubes, bilateral, resection - three portions of fallopian tube with no significant. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, nausea, dysmenorrhoea, dyspareunia, allergy to metals, pelvic pain, nausea and asthma. Lot number: 686081, manufacturing date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5035236) on 21-apr-2014. The most recent information was received on 09-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pelvic pain/ pelvic pain / pain') and loss of consciousness ('black out spells') in an adult female patient who had essure (batch no. 686081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage (on (B)(6) 2008 a miscarriage at 8 weeks in 2008. Only with 2nd pregnancy which "ended in" miscarriage on (B)(6) 2008) in 2008, nasal operation in 2006, multigravida ((B)(6) 2006 and (B)(6) 2009) and c-section (c-section x2 in 2006 and 2009 respectively the patient had a cesarean delivery at 41 weeks gestation in 2006. And third pregnancy, which resulted in a cesarean delivery in 2009 at term.). She was never smoker. Does not drink or use street drugs. Unspecified date - emg / ncv combo neuro: carpal tunnel syndrome. She has had normal pap smears, her last in (B)(6) 2013. Hystero w/cath & saline diagnosis ; potential for injury related to patient positioning procedure : hysterectomy total abdominal robotic (none) a urine pregnancy test was negative. Histopathologic abnormality: complete cross sections identified in each portion. Gross description: received is a single container labeled with the patient's name and medical record number. It contains three pieces of tissue, the largest consists of a fallopian tube with fimbdated end measuring 4.2 cm in length and 0.3 cm in diameter. The shorter portions itleasure 3.2 x and 2.1 cm in length. One of these shows a fimbriated end . No focal lesions are seen. One representative section of each is submitted in three cassettes. Previously administered products included for c diff infection: antibiotics; for an unreported indication: prenatal vitamins. Concurrent conditions included parity 2 ((B)(6) 2006 and (B)(6) 2009), anxiety, uterine haemorrhage, drug allergy (codeine phosphate allergy), specific allergy (drug), nausea, vomiting and swelling nos. Family history included asthma, diabetes and hypertension. Concomitant products included norethisterone (ortho micronor-28) since 2009 for birth control as well as ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("periods were heavy and had big clots/ heavy abnormal menstruation /abnormal bleeding"), dyspareunia ("painful intercourse/ pain during intercourse /dyspareunia (painful sexual intercourse)"), fatigue ("feeling very tired /fatigue"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), genital haemorrhage ("abnormal bleeding (general)"), depression ("depression"), anxiety ("mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced loss of consciousness (seriousness criterion medically significant), asthenia ("lost of energy"), gastrointestinal disorder ("gastrointestinal problems / gastrointestinal or digestive system condition") with diarrhoea, hot flush ("hot flashes"), dizziness ("dizziness"), mood altered ("mood changes"), memory impairment ("forgetfulness"), dermal cyst ("sebaceous cyst"), dyspnoea ("shortness of breath"), chest discomfort ("tightness in chest"), carpal tunnel syndrome ("carpal tunnel syndrome") with arthralgia, synovitis and synovial cyst, coital bleeding ("bleeding after sex"), abdominal distension ("severe bloating /bloated all the time"), pelvic congestion ("pelvic congestion syndrome"), allergy to metals ("nickel allergy"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition"), asthma ("asthma") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (bilateral salpingectomy due to complications from the essure) and . Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, abdominal distension, dysmenorrhoea, genital haemorrhage, abdominal pain lower and vaginal haemorrhage had resolved and the dyspareunia, loss of consciousness, asthenia, fatigue, gastrointestinal disorder, hot flush, nausea, dizziness, mood altered, weight increased, memory impairment, dermal cyst, dyspnoea, chest discomfort, carpal tunnel syndrome, coital bleeding, pelvic congestion, allergy to metals, vaginal discharge, reproductive tract disorder, asthma, depression and anxiety outcome was unknown. The reporter provided no causality assessment for abdominal distension, asthenia, carpal tunnel syndrome, chest discomfort, coital bleeding, dermal cyst, dizziness, dyspnoea, fatigue, gastrointestinal disorder, hot flush, loss of consciousness, memory impairment, mood altered, nausea and weight increased with essure. The reporter considered abdominal pain lower, allergy to metals, anxiety, asthma, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic congestion, pelvic pain, reproductive tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in between (B)(6) 2010, the patient took ortho-micro nor 0.35 mg for birth control, and removed because of essure device implanted. Laparoscopically, physician may need to perform a corneal resection or hysteroscopic removal if the coils do not easily retract from the fallopian tubes and uterine cornea. The opposite tubal ostium was treated in a similar fashion with 3 trailing coils on the right side. She received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Electromyogram - on an unknown date: results: carpal tunnel syndrome. Hysterosalpingogram - in (B)(6) 2010: results: device was successfully occluded; on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2013: final pathological diagnosis fallopian tubes, bilateral, resection. Three portions of fallopian tube with no significant. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, nausea, dysmenorrhoea, dyspareunia, allergy to metals, pelvic pain, nausea and asthma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- outcome of the event genital haemorrhage, vaginal haemorrhage was updated from unknown to recovered. Event genital haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pain/ pelvic pain") and loss of consciousness ("black out spells") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("periods were heavy and had big clots/ heavy abnormal menstruation"), dyspareunia ("painful intercourse/ pain during intercourse"), loss of consciousness (seriousness criterion medically significant), dyspnoea ("shortness of breath") and abdominal distension ("severe bloating"). On an unknown date, the patient experienced asthenia ("lost of energy"), fatigue ("feeling very tired"), gastrointestinal disorder ("gastrointestinal problems") with diarrhoea, hot flush ("hot flashes"), nausea ("nausea"), dizziness ("dizziness"), mood altered ("mood changes"), weight increased ("weight gain"), memory impairment ("forgetfulness"), dermal cyst ("sebaceous cyst"), chest discomfort ("tightness in chest"), carpal tunnel syndrome ("carpal tunnel syndrome") with arthralgia, synovitis and synovial cyst and coital bleeding ("bleeding after sex"). The patient was treated with surgery (bilateral salpingectomy due to complications from the essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, loss of consciousness, dyspnoea and abdominal distension outcome was unknown and the asthenia, fatigue, gastrointestinal disorder, hot flush, nausea, dizziness, mood altered, weight increased, memory impairment, dermal cyst, chest discomfort, carpal tunnel syndrome and coital bleeding outcome was unknown. The reporter considered dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter provided no causality assessment for abdominal distension, asthenia, carpal tunnel syndrome, chest discomfort, coital bleeding, dermal cyst, dizziness, dyspnoea, fatigue, gastrointestinal disorder, hot flush, loss of consciousness, memory impairment, mood altered, nausea and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: device was successfully occluded. Most recent follow-up information incorporated above includes: on 4-oct-2017: follow up from summons: event heavy abnormal menstruation, pelvic pain, and pain during intercourse was clubbed with previously reported event. Essure insertion date updated. Case category change from other event to incident and classification updated to potential legal case. (B)(4). Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.